Event description:
The doctor reports that the implant did not release from the driver. The doctor indicated that the driver would get stuck to the implant, but he finally was able to place the implant. The driver no longer works correctly.

Manufacturer narrative:
A certain implant driver tip - long was returned. Visual inspection of the as received product identified signs of wear due to usage around the shaft and the hex. There was noticeable wear around the o-ring and the isolatch. The shaft of the driver tip had evidence of rust. The subject driver tip did not firmly engage into the test implant during functional testing. The driver tip was loose and kept slipping out of the implant hex. The lot number was not provided/known therefore the DHR was not reviewed. Document type(s) reviewed: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The complaint was confirmed for damaged drive feature, as the driver tip did not firmly engage into the implant as intended during functional testing. The driver tip had wear damage to the o-ring and the hex. The driver tip did not experience any difficulty disengaging from the test implant. A definitive root cause could not be identified. (B)(4).